Manufacturer narrative:
Pump passed displacement test and self test. Pump error 54 and error 3 found in the pump history file due to software error. Line number =1421 file number =32122. Pump received error 63 alarm during self test and confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=03). Pump received with cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and does not seem to be giving micro boluses. The customer¿s blood glucose level was unknown. Customer also stated that the insulin pump had a crack in the battery compartment. Customer declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.